Manufacturer narrative:
(B)(4).

Event description:
As indicated in the journal article " predictors of esophageal self-expandable metal stent migration: an academic center study", its reported that the patient required experienced intolerable pain and required intervention (removal) of the esophageal fully-covered self-expanding metal stent.